Event description:
The surgeon attempted to implant an aa4203tl toric silicone lens but it cracked in the cartridge prior to being inserted. There was no pt contact or injury. The nurse indicated that it was unk as to why the lens cracked. An msi-pr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.